Manufacturer narrative:
The driver was received at the MFR for eval, but based on the investigation details the reported condition of the device cutting out, which may cause a delay, could not be duplicated. Service completed any necessary maintenance or repairs and then returned the device to the customer.

Event description:
It was reported that the handpiece had intermittent power during a surgical procedure. There was a 30 minute delay while multiple attempts were made to change the batteries of the handpiece. Although the procedure was delayed, there was no medical intervention and no add'l anesthesia reported. The procedure was completed using a back-up device. There were no adverse consequences reported.